Manufacturer narrative:
H.6. Investigation summary: catalog: 442022 batch no.: 3010404 & 2276304 customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 4 of 4 it was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive of c. Tropicalis. The following information was provided by the initial reporter: culture results match gram. Biofire results gave extra ¿false positive¿- candida we are having urgent meetings regarding the bd bottles causing a positive flag of candida tropicalis when we use the biomeriuex bcid panels. 5/2/2023 - anaerobic - lot 3010404 - bcid2 - rfit-asy-0147 - 2kl023 patient (B)(6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 4. It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive of c. Tropicalis. The following information was provided by the initial reporter: culture results match gram. Biofire results gave extra ¿false positive¿- candida we are having urgent meetings regarding the bd bottles causing a positive flag of candida tropicalis when we use the biomeriuex bcid panels. (B)(6) 2023 - anaerobic - lot 3010404 - bcid2 - rfit-asy-0147 - 2kl023. Patient (B)(6) .